Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon removed suction the irrigator system to clean the spatula tip. The doctor noticed that spatula tip was protruding out of the lumen when it usually fully retracts upon further investigation the lumen of the suction/irrigator, it was found to be melted off and in the laparoscopic pad that the user had cleaned with. There was no patient injury.